Manufacturer narrative:
Product event summary: the actual product was not returned for analysis. However, analysis of the device memory indicated a power on reset occurred. Critical ram parity error occurred in address 0d 88 on (B)(6) 2016. Por severity is low so the device should be able to fully recover after reset. Concomitant medical products: mcs-p3-943 transcatheter valve, implanted (B)(6) 2012. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's device experienced a power on reset (por). The device was interrogated, reprogrammed, and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.